Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted (B)(6) 2020. The patient had frequent problems with infusions of IV gravity drips while on home IV. The patient reported that the IV infusions took a lot longer to infuse. His external lengths and dressings were always free from visible kinking. Around (B)(6) the home care nurse assessing his PICC noted that it was not infusing. The rn in the home noticed that the gravity drip was slower or stopped when patient's arm was across his chest. If he fully straightened his arm and rolled wrist upwards, the IV fluid would infuse. Patient had many weeks of IV antibiotics at home, so it was decided to replace his PICC. He also developed a withdrawal occlusion. New PICC inserted in opposite arm on (B)(6) 2020.